Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the roughness in the image occurred due to damage on charged coupled device (ccd) unit. However, no presumable cause could be determined for the foreign objects in the connecting tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited roughness in the image and foreign objects in the connecting tube. There was no patient involvement.